Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 2 .3mg/day via an implantable pump. It was reported that the physician was replacing the pump today as the patient¿s pump battery was almost at end of life. When the physician opened up the pump pocket area to remove the pump due to eol (end of life) the physician stated there was a lot of fluid that came out around the pump that he was unsure of what it was. The physician suspects an infection and ended up taking a culture that was sent to the lab. The physician explanted the patient¿s infusion system. There were no environmental, external or patient factors that may have led or contributed to the issue or any diagnostics or troubleshooting performed. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.